Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient death occurred on (B)(6) 2016 at 17:30 in bed 126a and they needed assistance with review of records as a legal case may occur. The customer did not allege a malfunction of any philips product however it could not be ruled out whether or not use of the device may have been a factor, therefore, we will report as possible contribution of the product.

Manufacturer narrative:
The customer contacted the customer care solutions center for troubleshooting support. The customer said clinical staff at the hospital had discharged the patient. The pull the data back from the transfer list and then discharged again and now could no longer find the patient on the transfer list. The customer said there was an issue with a family member who was in the patient's room. The patient expired at 17:30. They were trying to get historical data back. A request was made to have a philips field service engineer (fse) go onsite to see if any data could be retrieved. Fsewent onsite, confirmed that the product was operating properly and gathered log data. The logs were submitted for review but did not contain data for the bed in question at the stated time. The customer was contacted for more information several times and on (B)(6), the customer emailed philips quality requesting that the case be closed. No further information was required and no further details about the patient were provided. : the device was tested and found to be operational. The device remains in use. : based on the information provided and responses from the customer, the data does not support that the product malfunctioned or that the device was a factor in the death of the patient. The customer was attempting to collect retrospective data after a patient death as they indicated there had been a family member involved at the time and they were concerned about a possible lawsuit. A staff member had discharged the patient without saving data and historical data was no longer available to save or review. The customer has now requested that the case be closed. No further information was requested and none was provided. The log data captured did not contain alarm related data for the bed in question at the stated time. No further action or investigation is warranted.